Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2020. The customer's blood glucose level at the time of hospitalization was 380 mg/dl. Customer was treated with intravenous insulin infusion. The customer reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 380 mg/dl and sensor glucose was 160 mg/dl at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was 220 mg/dl. The insulin pump and the sensor will not be returned for analysis.